Event description:
Patient´s representative reported "rupture with leakage in the surrounding tissue and lymph nodes". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Previous medwatch submission noted rupture against an abbvie device. Upon further information, allergan has determined that the related device was not PMA approved and no longer reportable to the FDA.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient´s representative reported "rupture with leakage in the surrounding tissue and lymph nodes". This record is for the left side. Device has been explanted and is not available for return.